Event description:
Litigation alleges that the patient suffers from pain and discomfort, swelling in the leg, and difficulty sleeping. Update: 12/27/2012 - it was reported that the patient was revised on (B)(6) 2012 to address chronic inflammation and osteolysis.

Event description:
Litigation alleges that the patient suffers from pain and discomfort, swelling in the leg, and difficulty sleeping.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Added: date of birth, expiration date and UDI, 510k, and patient and device.

Event description:
Ppf alleges pseudotumor, metal wear and metallosis.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.